Event description:
Reporter indicated a pt felt the vns had been of no benefit to her and desired explant of the device. All attempts for further info from the reporter regarding the lack of efficacy have been unsuccessful to date. Explant surgery is planned for 2008.